Event description:
Lead was implanted 4 years 4 months. During revision a new ICD was connected. At 15 days after implantation of the new ICD, inappropriate vfs were detected. No shock was delivered.

Manufacturer narrative:
We apologize for the long processing time of the analysis. The analysis revealed a rubbed through area in the insulation proximally from the rv shock coil, which likely caused the clinically observed oversensing. An x-ray image was not available, which would be necessary to estimate the physiological reason from the abrasion. A material or manucturing problem was not observed during analysis.